Event description:
Related manufacturer report number: 2017865-2022-04891. It was reported during in clinic follow up that the right atrial lead exhibited loss of capture and under-sensing of p-waves due to low p wave amplitudes. During explant procedure, it was discovered that the right ventricular lead had an insultation breach. Both leads were explanted and replaced. The patient was stable and asymptomatic.